Manufacturer narrative:
(B) (4). (B) (4). Infection. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cesarean section procedure on an unk date and suture was used. Post-operatively, the pt returned to the hospital with drainage. The exterior portion of the incision was healed initially, then the incision started draining. The drainage was cultured and came back 'positive' for unknown pathogen. No add'l info was provided.